Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 7 cm in diameter abdominal aortic aneurysm. It was reported that after completion of the procedure, a type 1a proximal endoleak was observed from the left lateral side. The potential cause of the endoleak is unknown; however, the physician noted the potential cause due to thrombus. No intervention has been performed. No clinical sequelae were reported and the patient will continue to be monitored.